Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance getting supplies for the insulin pump. The customer then stated that constantly experiences high blood glucose levels between 28 and 29 mmol/l, and reported being hospitalized for high blood glucose levels back in 2009. The customer was on manual injections the time of the call, and was transferred to a representative to assist with the insulin pump supplies. Nothing further was reported.